Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a synthes cannulated 4.0 mm hexagonal screwdriver was discovered to be breaking. It was clarified that the tip had not yet separated into two pieces. The issue was discovered during routine inspection of equipment and no patient or procedure involvement was reported. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed on part# 314.05 lot# 4628747, release to warehouse date: july 24, 2003, manufacture location: synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Corrected data: device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.